Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the antibiotics infusion was not delivered via the cadd pump as intended. The cadd pump was set to give antibiotics over 24 hours. When the pump was disconnected, as planned, it was discovered that the infusion bag was still full. The pump was set correctly and was set to a reservoir volume of 0 ml. The pump was subsequently checked in the medical technology department and it was working as it should. The suspicion fell on the infusion set. The result of the event necessitated medical or surgical treatment and it also caused a delay in treatment. The event occurred during infusion. There was patient involvement and no patient harm.